Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that the crank on the roller were split and did not rotate. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), a 2:1 ratio cutter, serial number (B)(4), a 3:1 ratio cutter, serial number (B)(4), and a 4:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report review for serial number (B)(4), noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical/ medicrea has previously repaired/evaluated skin graft mesher serial number (B)(4) twice as documented in the repair reports in livelink. The last repair was (B)(6) 2016 where it was reported that the device required repair and the comb were replaced. This is not a related issue. The device history record (DHR) review for serial number (B)(4), was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. Zimmer biomet surgical/ medicrea has not previously repaired/evaluated 1.5:1 ratio cutter serial number (B)(4) as documented in the repair reports in livelink or vdoc. The device history record (DHR) review for serial number (B)(4), noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical/ medicrea has not previously repaired/evaluated 2:1 ratio cutter serial number (B)(4) as documented in the repair reports in livelink or vdoc. The device history record (DHR) review for serial number (B)(4), noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) once as documented in the repair reports in livelink. The last repair was (B)(6) 2015 where it was reported that the cutter was returned with mesher (B)(4). This is not a related issue. The device history record (DHR) review for serial number (B)(4), noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) once as documented in the repair reports in livelink. The last repair was (B)(6) 2015 where it was reported that the cutter was returned with mesher (B)(4). This is not a related issue. Product review of the skin graft mesher by medicrea on (B)(6) 2018 revealed that the device was completely corroded and impossible to use in this condition. The cutters were all worn / damaged and all failed to produce a passing sample mesh. The device failed to produce a passing sample with the repair department test cutters. The device was within calibration. The side plates, comb, screws and gears were all damaged. Repair of the skin graft mesher was performed by medicrea on (B)(6) 2018 which included replacement of the bearing washer, side plates. Comb, shoulder bolt and roller gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the device was completely corroded and impossible to be use in the condition it arrived in medicrea in. The roller gear was damaged. The root cause of the crank on the roller being split and not rotating cannot be specifically determined with the provided information since it is unknown how the damaged occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that device had issue. Per cfu, the crank on the roller are split and they do not rotate. During initial inspection, the cutters failed the test mesh and the comb was damaged.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information.